Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed noise, r-wave amplitude variation, and low pacing impedance on the right ventricular (rv) lead. Rv lead insulation anomaly was suspected. Programming changes were performed and the rv lead will continue to be monitored. The patient condition was stable.